Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
A supplemental report was created to update the reported product from mmt-1780k to mmt-1780kpk as recorded under svn 000309452071 as part of the case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Customer reported they received insulin pump with red x and the middle white arrow pointing to right a book with question. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.